Event description:
It was reported that during a poba/stenting procedure in the left anterior descending artery (lad) the tip of the pt graphix guidewire fractured. The pt graphix guidewire was being used with a pilot 5, when the tip of the pt graphix guidewire prolapsed. During withdrawal, the tip fractured and was successfully retrieved with a snare. There were no outstanding issues noted with the calcium level of the lesion or issues noted with the calcium level of the lesion or the tortuosity of the anatomy. There were no pt complications. Pt status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the wire will not be returned for eval; therefore, a failure analysis is not available , and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The lot number for this complaint was not provided with the complaint; a shipment history was run for this customer for a yr prior to the event in order to identify the possible lot involved in the procedure, but no lots were obtained, therefore, device history record review is not possible.